Manufacturer narrative:
Reported event of failure to cut. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-03994 for the other associated device information. It was reported to boston scientific corporation that two captiflex small oval snares were used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to remove the polyp but the loop would not cut through the polyp. Reportedly, the snare was securely attached to the active cord and there were signs of cautery. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Electrical testing was performed, and the device passed the resistance test. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-03994 for the other associated device information. It was reported to boston scientific corporation that two captiflex small oval snares were used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to remove the polyp but the loop would not cut through the polyp. Reportedly, the snare was securely attached to the active cord and there were signs of cautery. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.